Manufacturer narrative:
G4: premarket / 510(k) # k160514, k222568.

Event description:
It was reported that a catheter issue occurred. An opticross peripheral imaging catheter was selected for ultrasound examination of the target lesion. The catheter was prepped per the instructions for use. During the procedure, the image shown was unusable. Brightness was adjusted and the device was flushed to try and fix air bubbles. Two more catheters had the same issue. The procedure was completed using an alternative device. There were no patient complications and the patient fully recovered.